Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the system had restarted unexpectedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations had restarted unexpectedly. A technical support specialist (tss) dialed into the station, reviewed the event viewer logs, and checked the group policy using gpedit.msc. The tss had set automatic updates to disabled, and no auto-restart when logged on customer for scheduled automatic updates installations had been set to enabled to resolve. The customer was advised that if the stations auto-rebooted again, a field service engineer should be requested to reimage the device. The system functioned as intended after the technical support specialist troubleshot the device.